Manufacturer narrative:
Manufacturer's ref. No: (B)(4). This complaint is from a literature source. The following literature cite has been reviewed: hansom sp, alqarawi w, birnie dh, golian m, nery pb, redpath cj, klein a, green ms, davis dr, sheppard-perkins e, ramirez fd, nair gm, sadek mm. High-power, short-duration atrial fibrillation ablation compared with a conventional approach: outcomes and reconnection patterns. J cardiovasc electrophysiol. 2021 may;32(5):1219-1228. Doi: 10.1111/jce.14989. Epub 2021 mar 29. Pmid: 33751694. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: hansom sp, alqarawi w, birnie dh, golian m, nery pb, redpath cj, klein a, green ms, davis dr, sheppard-perkins e, ramirez fd, nair gm, sadek mm. High-power, short-duration atrial fibrillation ablation compared with a conventional approach: outcomes and reconnection patterns. J cardiovasc electrophysiol. 2021 may;32(5):1219-1228. Doi: 10.1111/jce.14989. Epub 2021 mar 29. Pmid: 33751694. Objective: the effectiveness, safety, and pulmonary vein (pv) reconnection patterns of point-by-point high-power, short-duration (hpsd) ablation relative to conventional force-time integral (fti)-guided strategies for atrial fibrillation (af) ablation are unknown. The purpose of this article is to compare consecutive patients undergoing a first ablation procedure for paroxysmal or persistent af using the hspd and lpld protocols. Methods/study data: in total, 214 patients treated between february 2017 and december 2018 were prospectively included (107 hpsd, 107 lpld). Freedom from aa at 1 year was achieved in 79% in the hpsd group versus 73% in the lpld group. In all cases, three-dimensional electroanatomical mapping was performed using the carto 3 system (biosense webster). Left atrial fast anatomical mapping (fam) was performed using either a pentaray or lasso (biosense webster) catheter. A thermocool irrigated force-sensing ablation catheter (biosense webster) was used in all cases alongside a steerable sheath (agilis nxt; abbott). Wide area circumferential ablation (waca) was performed at each pair of ipsilateral pulmonary veins with the endpoint of achieving pvi with entry and exit block. Patients undergoing ablation for persistent af received additional ablation to low voltage areas. There were no steam pops, major bleeding events, cerebrovascular accidents, atrioesophageal fistulas or deaths in either group. The authors concluded that hpsd af ablation resulted in similar freedom from aas at 1-year, shorter procedure times, and a similar safety profile when compared with an lpld ablation strategy. This complaint will capture the adverse events associated with the biosense webster devices. The noted complications attributed to the competitor sheath will be excluded from this complaint. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: thermocool irrigated force sensing ablation catheter. Other biosense webster devices that were also used in this study: carto 3 electronic mapping system. Pentaray or lasso diagnostic catheter. Non-biosense webster devices that were also used in this study: agilis nxt sheath (abbott). Adverse event(s) and provided interventions: 1 pseudoaneurysm treated with surgery. 1 cardiac tamponade treated with pericardiocentesis. 1 case of dyspnea secondary to right-sided phrenic nerve palsy which resolved without treatment at 3 months follow-up. 1 case of abdominal pain and early satiety secondary to gastroparesis which resolved with unspecified conservative management.